Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has an infection and wants to cap off the wires. Caller reports the infection probably started about 1 week ago. Caller have no information.  Unknown who implanted patient's device. Unknown when patient had the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.